Manufacturer narrative:
The product investigation was completed. Device evaluation details: according to the information received, carto vizigo sheath became kinked during use. The device was returned for evaluation. Visual inspection test of the returned device was performed following biosense webster (bwi) procedures. The device was visually inspected, and a kink was found on shaft and corrosion on the pins. The corrosion and the kink could be related to the procedure during the surgery as the root cause but, it cannot be conclusively determined. No other damages were found. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a kink was found on shaft and corrosion on the pins. During the procedure, the vizigo sheath became kinked during use. The sheath was replaced and the case continued. No patient consequences were reported.

Manufacturer narrative:
Per internal review on 30-aug-2024, the product investigation was updated further indicate that the shaft had a braid exposed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 27-aug-2024, it was noted that the manufacturing date and manufacturing record evaluation were mistakenly omitted from the previous initial report. A device history record was performed for the finished device 60000382 number, and no internal action related to the complaint were found during the review. The d4 manufacture date was updated to 27-mar-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).